Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: taxus element mr ous 38mm x 2.50mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found stent damage at the distal end where the first stent strut was slightly damaged. The balloon section of the device was visually and microscopically examined and no issues were noted with the profile. The balloon was tightly wrapped and was not subjected to positive pressure. There was slight damage noted on the distal edge of the tip. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified right coronary artery. Following predilation, a 38mm x 2.50mm taxus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal stent damage.